Event description:
The customer reported having high blood glucose and the doctor was thinking that the insulin pump was malfunctioning. The blood glucose reading was 259mg/dl. The customer experienced nausea and dizziness. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The high pressure test was completed and passed. The customer also called from the dietician's office and received emergency supplies. The caller mentioned having between 300 to 400mg/dl readings for over a month and it was due to the cholesterol medicine and two other pressure medications. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.